Event description:
It was reported that during a bileopancreatic diversion with duodenal switch, the device delivered an incomplete staple line. The device was reloaded and the procedure was completed. There was no pt consequence.